Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump confirmed damage to the latch arm of the cuff lock. Although a specific duration of time for which the latch arm was damaged could not be conclusively determined, this damage would have contributed to the engagement difficulty during later attempts. (B)(6) was returned assembled with the pump cable intact. The cuff lock was returned in the default position (not locked). The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The pump was returned with the standard apical cuff in place around the inflow cannula; however, it was not locked into place. Visual inspection of the cuff lock as-returned found that the latch arm was bent down towards the pump body, causing it to sit over the adjacent area of the lock hardware and contact the pump housing. The pump body and the top of the latch arm showed impressions and scraping that appeared to be due to the use of a tool while disengaging the lock. Based on the reported event and the observed tool marks, the damage to the cuff lock latch arm appeared to be due to the use of a tool while disengaging the lock. The remainder of the cuff lock was unremarkable. The two locking arms of the cuff lock appeared to be within specification. Review of manufacturing documentation (which includes measurements, functional testing, and visual inspection of the cuff lock for a bent latch arm) found no deviations in manufacturing or quality assurance specifications. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review found that the steps for installing the cuff lock assembly, performing cycling, and inspecting the cuff lock for damage were successfully performed. The step for the cuff lock latch engaging with a dummy apical cuff also passed. The cuff lock was inspected for damage, bends, and scratches. No deviations from manufacturing or quality assurance specifications were observed. The heartmate 3 mini apical cuff kit instructions for use (IFU) is currently available. Section ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify thoratec personnel if there is a change in how the device works, sounds, or feels. The heartmate 3 left ventricular assist system (hm3 lvas) IFU is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, during implantation of the heartmate 3 (hm 3) pump, the pump would not lock. Initially, the pump was locked in to place via mini cuff without issue, a t-bar was used to unlock/reposition the pump. Afterward, the pump would not lock again. An attempt was made to lock on a standard cuff and was able to. Another attempt was made to lock on to a mini cuff but was unable to. After several attempts, an attempt to lock on the standard cuff was made and they were not able to. It was noted that the locking mechanism appeared bent. The pump was exchanged. Following the exchange, the pump was able to lock into the cuff.